Event description:
A report was received that the 110-4bt intracranial pressure and temperature monitoring system showed that the icp had increased. On (B)(6) 2016, the catheter was implanted in a patient after adjusting it to zero. Then the catheter had worked normally for several hours. After that, the icp was increased. At that time, the medical team confirmed that the patient was observed and showed no apparent abnormalities. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 01 aug 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the reported customer complaint that ¿icp increased¿ over time could not be confirmed. The returned catheter was tested for functionality per q00102 and met all functional test criteria. The returned catheter was also tested for stability per q00011 and met the stability test requirements. The customer reported serial number (B)(4); it is belonged to 110-4bt, lot 3050rx327507. Lot was mfg on 17-jun-2015 and will be expired on 31-mar-2018. Lot met requirements before released to finished goods. Complaint history, model 110-4xxx, from jul-2015 through jun-2016 reviewed; there were 36 other complaints that issued with complaint code perf023, and five of them were confirmed. The number of units, model 110-4xxx, (B)(4) jun-2015 through may-2016 divided by the number of confirmed reports (05) and multiplied by 100 results in a failure rate percentage (B)(4). Conclusion: the customer complaint could not be replicated; therefore the root cause of the complaint could not be determined.